Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review of the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported during a coronary artery stenting treatment procedure, stent dislodgement occurred. The target lesion was in the mid right coronary artery (rca). A 4.5x16mm liberte' bare metal stent had been selected and advanced to treat the target lesion. The balloon was inflated and the stent delivery system was removed from the body. The physician was unable to locate the stent under fluoroscopy. It was noticed that the stent remained inside the stent protector and had come off the stent delivery system during preparation. The procedure was completed with an unknown type stent. There were no patient complications reported. The patient is reportedly "ok."